Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, labeling, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of holes in the catheter was confirmed and the cause appeared to be associated with use of the device. One 4 fr s/l powerpicc was returned for investigation. The catheter exhibited evidence of use. The printing on the extension leg was partially worn. A tacky material that was consistent with residue from a dressing was visible on the extension leg, molded wing hub, and catheter tubing between the molded wing and 4cm depth mark. Two semi-circumferential creases were observed in the extension leg. Two additional semi-circumferential creases were observed in the catheter distal to the molded wing hub. The purple tubing had split open along the creases. The splits were 1.1cm apart and were both located between the molded wing hub and the 1cm depth mark. A microscopic examination of the splits revealed rough and granular edges and adjoining surfaces. The wall thickness of the catheter was found to be within specification. The splits and kinking observed in the catheter indicate that the tubing was placed in a location that was susceptible to bending. The repeated kinking of the catheter most likely stressed the tubing to the point where the catheter material split open. The powerpicc IFU indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported the PICC placed 100109 and one cycle of chemotherapy was given with epirubicin and cyclofosfamid. When changing the dressing two weeks after and flushing there was blood leakage from insertion site when flushing. Catheter was taken out and when flushed outside the patient there was two holes. One at the 0 mark and the other by the 1 cm mark. No securacath was used, just statlock.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported the PICC placed 100109 and one cycle of chemotherapy was given with epirubicin and cyclofosfamid. When changing the dressing two weeks after and flushing, there was blood leakage from insertion site when flushing. Catheter was taken out and when flushed outside the patient there was two holes. One at the 0 mark and the other by the 1 cm mark. No securacath was used, just statlock.